Event description:
It was reported that hours after implant of an implantable cardioverter defibrillator (ICD), the patient developed a pneumothorax. Additionally, three days following the implant, the ICD's out of range right ventricular (rv) lead impedance alert was triggered for low impedance of the rv tip to rv coil. Further interrogation confirmed low impedance for both the rv lead and the atrial lead. Diagnostic review suspected that the ICD had an internal short that was depleting the battery and caused the low lead impedance. It was recommended that the device be explanted and replaced. The ICD, rv lead and atrial lead remain in use. The pneumothorax was treated with a chest drain and has since resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4592, lead, implant date: unknown. (B)(4).

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed battery depletion. Battery voltage was at 2.851 volts.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed battery depletion. Battery voltage was at 2.851 volts. (B)(4).

Event description:
It was further reported that eight months later, the battery had an estimated longevity of just three to five months and did not meet expected longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.